Event description:
It was reported a spectrum pump experienced system error 322. It was also reported there was no injury.

Manufacturer narrative:
(B)(4). Baxter rec'd the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.